Event description:
It was reported that the itrak 3500l system has a problem with its tracking function. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the tracker box. The system was tested and found to be working as intended and placed back into service.